Event description:
Asd closure device appeared to be seated well on the rims with ice and was deployed. The device migrated to the left ventricle, then to the aortic arch. The device was retrieved to the level of the iliacs in the aorta. Patient was then taken to the operating room for extraction of the device by vascular surgery. Patient tolerated the procedure without complications. Patient will need to be rescheduled for closure of asd.